Event description:
It was reported that (B)(6) 2025, a 14mm amplatzer vascular plug 2 was chosen for a procedure. The device was implanted. Fifteen minutes after the procedure, it was noted that there was still flow. The plug was explanted and a new 16mm amplatzer vascular plug 2 was chosen and completed the procedure. The physician mentioned the reason for shunt was mis-sizing and there was no additional product experience noted. The patient's final outcome was satisfactory and there was no reported patient effects. The patient was reported recovering.

Manufacturer narrative:
An event of residual shunt was reported. It was mentioned that the reason for shunt was mis-sizing. The device was returned to abbott for investigation and the device met dimensional specifications when analyzed. The device was visually and microscopically examined, and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported residual shunt could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the surgical removal of device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 14mm amplatzer vascular plug 2 was chosen for a procedure. The device was implanted. Fifteen minutes after the procedure, it was noted that there was still flow. The plug was explanted and a new 16mm amplatzer vascular plug 2 was chosen and completed the procedure. The physician mentioned the reason for shunt was mis-sizing and there was no additional product experience noted. The patient's final outcome was satisfactory and there was no reported patient effects. The patient was reported recovering.